Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient wanted to know if the ins moving around was normal because for maybe 6-8 months now (patient could not confirm the year) the implant had been moving around. The patient denied having had any traumas or falls that led to the issue but noted their waist band would go right over top of the ins sometimes and other times the ins was at the bottom of the waistband. The patient stated that as a result, when they went to connect to the implant, they'd have to search for the ins to connect to see their settings because it was always in a different place. The patient confirmed once they found the ins, they've been able to connect thus far. The patient stated most recently that for about 3 weeks now, they've not been sure that the therapy was helping their symptoms. Patient services reviewed the requested information with the patient. The patient was currently searching for a new managing health care provider (hcp) since they moved so patient services sent the patient physician listings. The patient was going to reach out to a managing hcp about their symptom concerns and to check the implanted system. The patient also commented their handset battery was draining every 2 days so at the end of the call, patient services transferred the patient to healthcare it to discuss battery optimization.